Manufacturer narrative:
Concomitant medical products: 50ml vial fentanyl citrate injection. The customer¿s report of an infusion of fentanyl, at 10:00 pm, 35ml were lost and the infusion was almost empty was not confirmed. Physical inspection noted the device to be in good condition. Concentricity inspection performed on the administration set found the pumping segment in specification. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the logs recorded an infusion of fentanyl standard (drug ID 196) was programmed on (B)(6) 2019 at 8:54 pm. The fentanyl was initially programmed on pump module s/n (B)(4) with an infusion rate of 0.5ml/hr. The log recorded 2 ¿door open¿ alarms and a ¿check IV¿. The device is then channeled off, the total volume infused is 0ml. The source pump module s/n (B)(4) is then selected and programmed to infuse fentanyl standard (drug ID 196) at a rate of 0.05. The log records a dose change that was made at 11:32 pm, which changes the rate to 1ml/hr. The source device infuses until (B)(6) 2019 at 1:16 am, when the device is channeled off. The total volume infused is 3.005ml. There were no obvious programming errors observed. It should also be noted that residual volume remaining in the IV tubing, when measured is approximately 25.9ml which is more than half the volume of the 50ml bottle of fentanyl. The amount infused plus the residual volume in the IV tubing could give the appearance of an ¿almost empty¿ bottle. Rate accuracy testing performed found the device infusing IV fluids in specification. The root cause of the customer¿s report that during an infusion of fentanyl at 10:00pm, 35ml were lost, and the infusion was almost empty was not identified.

Event description:
It was reported that a fentanyl infusion (2500mcg/50ml) was started at 08:25pm on (B)(6) 2019 with an intended infusion rate of 25mcg/hour (0.5ml/hour). By 10:00pm, the bag was almost empty, with a loss of 35ml . There was no patient impact.